Event description:
No new information.

Manufacturer narrative:
Multiple attempts have been made to gather further information, with no response received.

Event description:
It was reported through a clinical survey that a 36-year-old, severely obese, male patient was admitted to the hospital with ¿cardiac resuscitation with rsoc (return of spontaneous circulation).¿ the patient presented with a braden score of 13 and four pressure injuries on the onset of treatment. Two stage 1, one stage 2, and one stage 3 pressure injury involving the elbow and sacral area. During the treatment period, the severity of the pressure injuries decreased, and no additional pressure injuries were observed. The patient received medication, resulting in a notable improvement in his overall physiological condition. The survey respondent indicated that there was no device malfunction and that the product was used according to its indications for use. Several comorbid conditions and medications that may impede wound healing were also noted. Given the multifactorial nature of pressure injury development, it cannot be conclusively determined that the product contributed to the patient¿s outcome. Nonetheless, this event is being reported out of an abundance of caution. No additional information was provided. Additional attempts are being made to obtain more information.